Event description:
In early 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter was reading inaccurately high. The medical affairs specialist contacted the pt to obtain/clarify info. The pt mentioned that the day prior, at around 7:35 pm, he tested his blood sugar and obtained a reading of over 500 mg/dl. Due to that reading the pt decided to inject 8 units of humalog insulin. He normally does not inject insulin at that time. He normally injects 8 units at breakfast, 9 units at lunch and 9 or 10 units at dinner with a set bolus dose. He said that about an hour after taking the dose, he felt symptoms of lightheadedness, sweatiness and "losing his senses," symptoms he says are indicative of hypoglycemia for him. He then tested his blood sugar with his meter and obtained a result of 188 mg/dl. About 20 minutes later, he obtained a reading of 41 mg/dl with another meter. Based on statistical criteria, the difference between these results falls outside the expected value of <=30%. The pt drank juice and ate something sweet to treat his symptoms. He said he felt better in about an hour. During the troubleshooting telephone call, it was determined that the pt's testing technique was correct and the pt cleaned the puncture area correctly. The unit of measure was set correctly at the time of testing. The calibration code number did not match the code on the test strip vial. This complaint is being reported because the pt alleged the meter was reading inaccurately high, took extra insulin due to a high reading, and reportedly experienced symptoms indicative of hypoglycemia about an hour later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.